Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stopcocks was returned for evaluation. A non-edwards introducer with non-edwards contamination shield was located on the catheter body between 32 cm and 87 cm proximal from the catheter tip. As received, the catheter was found to be cut at 6 cm from the catheter tip and the catheter tip was not returned. Clotted blood was observed inside the thermistor connector. Two punctures, 1 mm (a) and 0.5 mm (b) were found on the catheter body at approximately 27.2 cm, and two punctures, 1.5 mm (c) and 1.5 mm (d) were found on the catheter body at approximately 28 cm. Leakage was observed from the punctures ((a) and (b)), when air was injected into the thermistor lumen or thermal filament lumen. Leakage was observed from the punctures ((c) and (d)) and proximal injectate lumen port, when air was injected into thermistor lumen, thermal filament lumen, optical fiber lumen or proximal injectate lumen. No leakage was observed except the cut section, when air was injected into the balloon lumen and the distal lumen. Two indentations were found on the catheter body at approximately 34.6cm and 35.3 cm. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of catheter damage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the customer considered that the event is not related to the device malfunction because the catheter was stitched to the atrial wall by mistake during mvr surgery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that it was unable to remove the swan ganz catheter from the patient body after surgery in the ICU. The catheter was used for mitral valve replacement (mvr) and tricuspid valvuloplasty (tvp). The chest was opened and the catheter was removed safely. The customer considered that the event is not related to the device malfunction because the catheter was stitched to the atrial wall by mistake during mvr surgery and. After removing the suture thread, blood leakage was observed from the thermistor connector. Although there was blood leakage observed, there were no patient complications reported. Patient demographic information requested but unavailable. It was reported that the customer cut the catheter after removal from the patient body in order to perform a culture test but asked for evaluation to investigate if the catheter was damaged by stitching the catheter.